Event description:
"Little blue pads keep falling off when using on pts. One has been lost and possibly left inside a pt." Pt is doing fine.

Manufacturer narrative:
Product has not been returned to the MFR for eval. When product is returned eval will be completed, and final report will be submitted. Letter was sent to hosp on 3/19/08 requesting product be returned for eval.